Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging unknown issue. The reporter alleged the subject meter was not providing a blood glucose result. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.